Manufacturer narrative:
Reporting institution phone & phone number: (B)(6).

Event description:
The customer reported that the device displayed a low internal battery alarm while the device was plugged in. The device was in use at the time of the event. There was no medical intervention or delay in therapy reported. No patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
A check was performed but the reported issue was not duplicated. The occurrence record of check vent: battery failed (diagnostic code 1124) was confirmed, the lithium-ion battery was replaced to prevent recurrence. The unit was checked overall, cleaned, run in tested and functionally tested. The software version was upgraded from 2.10 to 2.30. Based on information provided and/or service performed, the alleged malfunction was confirmed.